Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended due to differences in sensor glucose and blood glucose readings being outside of the acceptable range. The sensor glucose reading at the time of the incident was 50 mg/dl and the blood glucose reading was 80 mg/dl. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.